Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. It has been reported that depuy femoral devices were implanted with competitor manufactured acetabular devices. This is not recommended and is considered off-label use. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device: smith and nephew: cemented liner, acetabular shell, and locking screws event: this was used in conjunction with depuy product in this patient.

Event description:
Medical records received. After review of the medical records for MDR reportability, the patient had a hip dislocation of the right hip one week after revision surgery.